Event description:
It was reported that patient underwent a revision surgery due to (B)(6) . Due diligence is in progress for this complaint; to date no additional information or product has been received.

Manufacturer narrative:
(B)(4). Source foreign: (B)(6). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: b4, b5, g3, g6, h1, h2, h3, h6, h10. Product was not returned or pictures not provided. Device evaluation could not be performed. The DHR review can¿t be performed as the item/batch number was not provided. This device is used for treatment. Medical records were not reviewed as they were nor provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.